Event description:
It was reported that during a lavh procedure, the device cut completely but the staple line was incomplete on one side of the cut line. A second device was pulled and on this firing along with the second and third firing on the first device, there was a thin metal piece that was as long as the staple line attached at the proximal end of the staple line only. The thin metal piece was removed from the staple line each time. The case was completed with another cartridge with no patient consequence.

Manufacturer narrative:
(B)(4). Instrument a: wedge band bypass. Instrument b: batch #: h51m9c, exp date: 04/30/2011, manufacture date: 05/31/2011. The analysis results found that one atw35 device a was returned in good conditions and with three reloads present. Reload c was received fully fired; reload e was received unfired; reload d was partially fired and was noted to have a wedge band bypass as the right side was fully fired and the left side was partially fired 1/2. The cartridge lockout was found normal. In addition one pocket and the wedges were found damaged. The damaged found on the cartridge is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with the returned reload e and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that one atw35 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.